Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that an unknown rod fractured post-operatively. Revision surgery was performed where the rod was replaced and the construct was extended to l4/5.

Event description:
It was reported that an unknown rod fractured post-operatively. Revision surgery was performed where the rod was replaced and the construct was extended to l4/5.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Due to lack of information and device not returned, an exact cause of the reported event could not be determined. Potential causes include: fatigue load over time/ instantaneous load due to patient fall/ trauma/ improper construct during initial surgery, etc.